Manufacturer narrative:
The device was not returned for evaluation. The company is still investigating the issue currently. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment of device and patient device interaction problem. For both malfunctions a patient was involved with no known consequences or injury. This information was received from various sources. One patient was a (B)(6)-year-old female, weight not provided. Age, weight, and gender were not provided for the other patient.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment of device and perforation. This information was received from various sources. These malfunctions involved three patients with no reported consequences. Of the three reported malfunctions, two female ages were ranged between 46 to 49 years and the remaining male patient age was not provided. Weight of the three patients were unknown.

Manufacturer narrative:
H10: the lot number was provided for 2 out of 3 malfunctions, therefore a lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for all the 3 reported malfunctions. Rf320j catalog number was updated for one malfunction. The investigation for the three reported malfunctions were confirmed for the alleged filter limb detachment and perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the devices were not returned for evaluation, however medical records were reviewed for two of the malfunctions. One lot number was unknown, therefor a lot history review could not be performed. Two investigations were confirmed for limb detachment and perforation, however the third was inconclusive. A root cause could not be determined. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment of device and patient device interaction problem. This information was received from various sources. These malfunctions involved three patients with no consequences. One patient was a 46-year-old female, weight not provided. Another patient was male, weight and age were not provided. No patient information was available for the final patient.

Manufacturer narrative:
H10: the lot number was provided for 2 out of 3 malfunctions, therefore a lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for all the 3 reported malfunctions. Rf320j catalog number was updated for one malfunction. The investigation for the three reported malfunctions were confirmed for the alleged filter limb detachment and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment of device and perforation. This information was received from various sources. These malfunctions involved three patients with no reported consequences. Of the three reported malfunctions, two female ages were ranged between 46 to 49 years and the remaining one male patient was 42 years old weighs 195 lbs. Weight of the two patients were unknown.